Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia . The customer reported blood glucose value of 60 mg/dl. The hypoglycemia was treated with emergency medical service with the symptoms of loss of consciousness. The event involved product(s) mmt-397a, mmt-1884, mmt-332a, mmt-7040ma. Troubleshooting was performed it was reported customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hours of reported low blood glucose event and also customer alleged insulin pump in use led up to the hospitalization. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040ma.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose and losing consciousness after bolusing for a high sensor glucose. Paramedics were called and they took her to the emergency room at 2pm for a low blood glucose of 60mg/dl. There was no hospitalization. The time showing on the pump was incorrect. It was showing 12:17am when it should be 12:17pm. Helpline assisted with correcting the time. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.